Event description:
It was reported that an inaccurate ultrafiltration event occurred during hemodialysis therapy with an ak 96 machine. There was or report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6, h11. H11: the actual device was not available. The machine was not evaluated on site by a qualified technician; however troubleshooting steps were provided to the customer. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the reported ultrafiltration (uf) event was determined to be related to an out of calibration uf unit, which was calibrated to address this issue. Should additional relevant information become available, a supplemental report will be submitted.